Manufacturer narrative:
The service technician of our distributor replaced the vu motherboard. Normal operation of the ventilator on the test after replacing the vu motherboard.

Event description:
Hamilton medical ag received the following description from the distributor: tf9708 alarm has occurred.